Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that the stimulating wire snapped at some point and left a piece of the wire initially in the pt. The wire was removed from the pt. No report of a pt harm/injury. Pt condition is reported as fine.